Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device stops by itself without any reason and the screen stays black. A device was returned to a third-party service center. During the evaluation of the device, they found out that the customer complaint is reproduce blower with electrical damage. In addition, plate with electrical damage, display with scratches, iso port contaminated. Error codes are found on the device. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.